Event description:
During an intraoperative procedure the high frequency cord used with the monopolar endoscopic instruments caught fire at the joint between the connector to the esu and the cord. The fire was extinguished. This is the fourth such occurrence of the same event (i.e., with a different cord each time).